Event description:
It was reported that a malfunction alarm identified as malf 12 occurred on the pump, with no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted customer with resetting pump using provided instructions, confirmed that malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if any malfunction code appeared again.